Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Caller reports that they had a patient sometime this month who had an ins device and their was using her 1.5t t/r head coil MRI to scan the patient and patient reported shocking in their vagina. Caller reports she was told the ins was off but didn't see it. No further complications noted or anticipated.